Event description:
It was reported to philips that the system had crashed, and was unable to boot back up.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the reported event. The philips field service engineer (fse) inspected the system onsite and found the system was down after producing a loud noise followed by a system crash. Analysis of the log file showed, no communication of the fd (flat detector) controller with the temperature control unit, which confirmed the reported malfunction. Upon troubleshooting, the fse first measured the three phases to the main cabinet, and the voltages were zero. The fse discovered that f4 on the mpdu (mains power distribution unit) had tripped and reset it. Upon restarting the power, it was found to be functioning normally. Further inspection led the fse to conclude that the issue was caused by a leakage of glyco chem fluid into the chiller assembly, which caused the 10-amp fuses to blow and the mpdu breaker to trip. To resolve the issue, the fse replaced the chiller and installed a new fd cooling hoses repair set. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.